Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1884004hr from lot number hg1p0yw was received. A microscope and calipers were used to analyze the device. Visually, the inner assembly distal tip was broken off, which would have resulted in the reported event. The break point was at the first proximal valley of the cutting teeth. The length of the portion that broke off measured approximately 0.23¿. The mouth opening where the cutting action is performed showed impact marks on both sides of the outer and inner cutters, which is consistent with the damage occurring while the blade was in oscillate mode/direction. A review of the specifications did not indicate any evidence of improper manufacturing and there are checks for damage throughout the process. The customer indicated the break occurred during use with no allegation of a defect prior to use. Although improper device speed is possible, the information more likely indicates aggressive use, which resulted in the observed damage. The IFU warns not to use excessive force to pry or push bone and excessive pressure applied to a bur / blade may cause damage.

Event description:
Tip of the tricut blade broke while being used during fess (functional endoscopic sinus surgery). The broken tip was retrieved. A replacement blade was used to complete the case. There was no patient impact and no delay to the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.